Manufacturer narrative:
Conclusion: representative sample was returned for evaluation. Visual inspection revealed the package had the tear open flap of the foil package stuck together. The sample appears to have been resterilized using an autoclave. This would cause the package to heat up swell and then deflate. There were no manufacturing defects noted.

Event description:
It was reported that on (B)(6) 2015, it was difficult to open the package because the heat sealing part was pasted to the end of the package. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hh5280, mfg date: 07/31/2014, exp date: 07/31/2019. Batch hh6728, mfg date: 07/31/2014, exp date: 07/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.